Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. The device was not evaluated; this complaint was reported by the customer to provide feedback on the product and they were not alleging a malfunction or defect. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event, where it was reported there was a cot tip event. There was no patient involvement.